Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Movsowitz c, mittal s. Remote patient management using implantable devices. J interv card electrophysiol. 2011: epub before print.

Event description:
Boston scientific received information from the journal author that this device had been explanted and replaced without incident.

Event description:
Boston scientific received information from a journal article concerning the evolution of remote followup and monitoring of patients with implantable devices, the current data supporting the utilization of remote follow-up and monitoring in clinical practice, and to highlight the key barriers that need to be overcome to maximize the clinical utility of these systems. Figure 3 of the journal article describes a red alert in a patient with a guidant ICD. The condition resulted from an inadvertent exposure of the ICD to radiotherapy.